Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call cosmetic damage and a hypoglycemic episode. Customer's blood glucose level was 60 mg/dl. Troubleshooting for cosmetic damage was performed. Customer advised a piece of the battery cap was broken and now it was unable to hold the battery in place. Customer advised the location of the damage was between the reservoir and battery cap. Troubleshooting for low blood glucose was performed. Customer advised in 2008 they were in a car accident as a result of hypoglycemia. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.